Event description:
It was reported that their device was initially showing the battery and wrench icons, but when attempting to further test the device, it lost power. The customer tried to use a different battery, which was charged, but the device still would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer confirmed that the device has been retired and taken out of service. The cause of the reported failure cannot be determined. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the status of the device. Physio has not received the device from the customer for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported power failure. Physio did observe several event codes logged in its memory and the device was able to charge and deliver defibrillation energy during testing. The cause of the reported failure could not be determined.